Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion (pbd). Boston scientific technical service (ts) reviewed and discussed that this device power consumption was stable over the past year. Ts also explained this is likely due to battery transitioning to voltage. Furthermore, the healthcare professional (hcp) declined engineering analysis. To date, this device remains in service. No adverse patient effects were reported.